Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
A report from (B)(6) general hospital indicates that 321 trifecta stented tissue valves have been implanted since 2010. Of those implanted trifecta valves, multiple valves were explanted for replacements due to early cusp tears, leaflet tears, and calcification. Patient and case specifics were unknown. Additional information was requested but the site was unable to provide the information.

Manufacturer narrative:
Additional information: h6, h10. An event of "multiple valves explanted for replacements due to early cusp tears, leaflet tears, and calcification" was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.